Event description:
It was reported that insulin pump has been exposed to moisture. Customer called to report that there is condensation under the screen in the top right corner. He stated that he is unable to view all of the screen. Customer's blood glucose reading was 74 mg/dl. Nothing further reported.

Manufacturer narrative:
The screen is readable. However, minor scratches were noted on the display window. The insulin pump was also received with a cracked case at the display window corner, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a shifted end cap sticker. Moisture damage was noted to the display board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).